Event description:
Preoperative diagnosis: mechanical failure of right total hiparthroplasty, acetabular liner.indication: patient with a history of rheumatoid arthritis,five (5) years status post uncomplicated right total hip arthroplasty. She had done well until just recently. She presented to the office with complaints of new onset of squeaking of the right hip with associated pain. X-rays had revealed obvious eccentric position of the prosthetic femoral head. It was determined that there was a failure of the acetabular liner. It was recommended that she undergo exploration of the right hip and possible revision. Risks and benefits were explained.informed consent was obtained. No guarantees were implied orexpressed.======================manufacturer response for poly liner 38mm, (brand not provided) (per site reporter).======================we will contact.======================manufacturer response for head w/bfh 38mm slt, (brand not provided) (per site reporter).======================we will contact.